Event description:
No additional information received from the customer.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Updated: d9, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion/rust observed in the internal channel could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a non-clinical procedure, rust was observed in the channel of the cysto-nephro fiberscope. There was no patient involvement, and no harm was reported as a result of the event.